Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011 (3am), lab: 4.1. Date: (B)(6) 2011 (9am), inratio: 2.3, lab: 3.9. Patient went to emergency room last night because of bleeding nose. Nurse does not know the cause of the bleeding; says they removed the packing and nose kept bleeding. Thinks the lab result is also low for the amount of bleeding from the patient. Customer thinks issues may be patient-specific.

Manufacturer narrative:
Investigation pending.